Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer experienced thirst, frequent urination, light headed and flu like symptoms due to high blood glucose values. The customer was treated with manual injection and fluids. Troubleshooting was performed. The device is not expected to be returned for analysis.